Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported paramedic visit. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had low blood glucose (bg) values that were not specified. The paramedics arrived at the patient's house, but no information was given on medical treatment. No further details.